Manufacturer narrative:
(B)(4). The insulin pump was returned for alleged cosmetic damage located at the retainer ring and battery tube found on october 15, 2021. The insulin pump passed the displacement test and p-cap locks properly into reservoir, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), cracked case on corner of belt clip rails, serial label damage, cracked retainer, cracked keypad overlay, missing display window/cover and minor scratches on window. In summary, customers alleged cosmetic damage located at the retainer ring and battery tube was confirmed by visual inspection where a cracked retainer ring was noted as well as a cracked battery tube. Pump tested ok. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on back along battery compartment. No harm requiring medical intervention was reported. The customer will discontinue the use of device.